Manufacturer narrative:
(B)(6). (B)(4). Study source: post-FDA approval clinical trial evaluating bronchial thermoplasty in severe persistent asthma (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013, as part of the post approval 2 (B)(6) clinical study. This report is being submitted based on the event of bronchitis treated with antibiotics. According to the complainant, the patient underwent his second bronchial thermoplasty treatment to the left lower lobe on (B)(6) 2013. During the procedure, the alair catheter had an inverted array. A second alair catheter was used to complete the procedure successfully. On (B)(6) 2013, the patient experienced an event of bronchitis. The patient came down with flu-like symptoms but did not experience any wheezing or shortness of breath. The patient's mucus production was noted to worsen and was dark green in color. The bronchitis was treated with a z-pak. No hospitalizations or emergency room visits occurred as a result of this event. Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator: fev1: 2.80, fev1 % predicted: 81.63, fvc: 4.35, fvc % predicted: 106.36, post-bronchodilator: fev1: 2.70, fev1 % predicted: 78.72, fvc: 4.51, fvc % predicted: 110.27.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of the (B)(4) clinical study. This report is being submitted based on the event of bronchitis treated with antibiotics. According to the complainant, the patient underwent his second bronchial thermoplasty treatment to the left lower lobe on (B)(6) 2013. During the procedure, the alair catheter had an inverted array. A second alair catheter was used to complete the procedure successfully. On (B)(6) 2013, the patient experienced an event of bronchitis. The patient came down with flu-like symptoms but did not experience any wheezing or shortness of breath. The patient's mucus production was noted to worsen and was dark green in color. The bronchitis was treated with a z-pak. No hospitalizations or emergency room visits occurred as a result of this event. Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator: fev1: 2.80, fev1 % predicted: 81.63, fvc: 4.35, fvc % predicted: 106.36. Post-bronchodilator: fev1: 2.70, fev1 % predicted: 78.72, fvc: 4.51, fvc % predicted: 110.27. **additional information received since february 8, 2013** according to the complainant, the event of bronchitis was considered resolved as of (B)(6) 2013.

Manufacturer narrative:
(B)(4). Study source: post-FDA approval clinical trial evaluating bronchial thermoplasty in severe persistent asthma ((B)(4)). A visual examination of the returned device found that the third electrode of the array was bent. In addition, the proximal shaft was bent at approximately 19.75" when measured from the distal tip of the catheter. No other issues were found. The reported event of an inverted array was not confirmed; however, it is possible that the user misinterpreted the bent electrode as an inverted array. A review of the device history record (DHR) confirmed that the device met all specification requirements, allowing it to be released for distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and the device was used in accordance with the directions for use (dfu) / product label. Bronchitis is listed in the dfu as a possible adverse event that may occur. Therefore, the most probable root cause classification is anticipated procedural complication. Operational problem is being used to capture the bent electrode and bent catheter.